Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were on their way to the hospital. Customer indicated that they needed assistance with their pump settings. Troubleshooting found that the customer's blood glucose was 370mg/dl at the time of incident and customer mentioned that their blood glucose also went up to 600mg/dl. Customer declined further high blood glucose troubleshooting and indicated that they will call back at a later time. No further details were given.